Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on (B)(6) 2018 due to the low quality of x-ray provided and limited information, no clinical evaluation can be preformed at this stage.

Event description:
We were informed on (B)(6) 2018 that a revision surgery (not yet scheduled) due to signs of osteolysis in the proximal part of the stem (left hip) will be necessary. First revision surgery on the right hip was performed on (B)(6) ((B)(4)).